Event description:
A malfunction with the pump was reported, described by the customer as occurring without any notable events prior. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed normal limits. Technical support provided guidance on resetting the pump, which successfully resolved the reported malfunction, allowing the customer to continue using the pump. The customer was advised to contact support again if further issues arose.